Event description:
During open heart surgery (CABG), the oxygenator failed, o2 sats were not well maintained. Foam coming out of exhaust ports from the reservoir. No injury to pt - alert, oriented and recuperating from completed surgery.